Event description:
It was reported that the vns pt had surgery for generator replacement due to reported end of service. Additionally, it was reported that the pt had experienced an increase in seizure activity. The explanted generator was returned to MFR for analysis. Product analysis revealed that the generator was not at end of service. Attempts to obtain additional info from the treating physician are underway.